Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt as if the stimulation in their body got turned up somehow when they were sleeping. The patient mentioned that they had adaptive stimulation (as) which was on. The patient stated that they moved in bed and the stimulation woke them up. The patient said they usually keeps the stimulation at 3 or three notches below that but the stimulation was between 4.5 and 5. The patient then stated that when they were laying on their side, their controller would go directly into recline mode. The patient mentioned that their device will kick on and off like gears on a motorcycle and they feel the stimulation. On the call, patient services (ps) had the patient check positions for as and all positions were correct. Ps advised the patient to monitor these changes and they were redirected to follow-up with their healthcare professional, if necessary. No further complications were reported/anticipated.